Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer initially called to get assistance with setting a temporary basal. The customer mentioned that they have pancreatic cancer. The customer had been experiencing high blood glucose due to chemotherapy and steroid treatment and has been treating with temporary basal. During the call; the customer found that the display on the insulin pump was blank. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Blood glucose value was 30 mmol/l. The customer was assisted with setting up the temp basal and was advised that a battery cap replacement would be sent.